Event description:
It was reported that the iab was inserted in a female pt prior to surgery. Pumping was initiated and the catheter tip was observed to be "flopping around" on inflation. The iab was removed and replaced with no pt complications.